Event description:
It was reported that during an unknown procedure, the clip would not form completely. There were no adverse consequences to the patient reported. Unknown how case was completed.

Manufacturer narrative:
Information anticipated, but unavailable at this time.